Event description:
The modular cable connector cleaning was attempted. The driveline on the pump side inline connector was cleaned. There were no further alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Visual inspection of modular cable connection noted fluid ingress causing oxidation within connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via evaluation. The heartmate 3 vad modular cable (lot number 9173976) was returned for analysis and visual inspection revealed fluid ingress on inline connector pins. The returned mod cable underwent functional testing and passed all testing procedures. The mod cable was connected to the returned system controller (serial number (B)(6)) and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. The fluid ingress did not affect mod cable functionality. Information provided by the account stated that driveline fault alarms reactivated, after the modular cable was exchanged. The pump cable connection was planned to be cleaned and has been addressed via the pump investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller alarmed for a driveline communication b fault alarm on 09jul2024. The system controller and modular cable were exchanged. On (B)(6) 2024 the patient experienced another driveline communication b fault alarm. The log files also showed a driveline power fault on 19jul2024. X-rays were taken of the driveline and it showed a tight loop in the pump end of the bend relief. The patient stated that the driveline was pulled. The patient arrived at the hospital on (B)(6) 2024 for assessment of the driveline by an engineer. After the assessment it was determined that the pump cable end would be cleaned the following morning on 16aug2024 due to fluid ingress of the modular cable and pump cable connection causing oxidation. The ventricular assist device (vad) coordinator stated that the patient left the hospital under terms of returning the morning of 16aug2024 but never did.